Event description:
It was reported that functional undersensing resulting in inappropriate defibrillation was observed on the device. The physician did not allege a device malfunction and reported the device performed as expected based on its programmed settings. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.